Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they customer experienced high blood glucose and. Blood glucose level was 33 mmol/l. Customer reported that the infusion set cannula had a slight bend. Customer did not experienced any issues with serter during use. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.